Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was going to have their implant taken out and wanted to turn it off. Why asked why the ins was going to be removed the patient declined to provide additional information. The patient mentioned having trouble turning the implant off before, but this appeared to be use error rather than a device issue. No patient symptoms were reported and there was not an allegation of device malfunction. No complications were reported or anticipated.